Event description:
Repair center alleged the o2 outlet is broken. Per independent repair statement the unit has low o2 or yellow light. Key failure was the o2 outlet was broken. Additional malfunctions was the cabinet shroud was cracked and the zip ties were leaking.